Event description:
On (B)(6) 2007, the plaintiff was implanted with a monarc system with the intention of treating the plaintiff for stress urinary incontinence. It was alleged by the plaintiff's attorney that "after and as a result, plaintiff suffered bodily injuries, including extreme pain, continued stress urinary incontinence, erosion of her internal bodily tissue, hardening and other injuries." It also reported that the "plaintiff has since undergone multiple subsequent surgeries regarding the monarc system. Physicians have recommended plaintiff remove the remaining elements of the monarc system," and "as a result, plaintiff has experienced significant mental and physical pain and suffering, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.